Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Analysis of the device is in process; the results will be forwarded when available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors distorted, the defibrillation coil was distorted, there was blood/body fluid on the proximal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, outer tubing overlay with cosmetic environmental stress crack, the outer insulation was breached cut, the outer insulation had a cosmetic depression and there was apparent explant damage. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular (rv) lead had increasing impedance measurements. The impedance went from 1100 ohms to 3582 ohms on the day of explant. In addition the rv lead had high pacing thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.